Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event based on investigation findings of side car rx torn material. Block h11: the returned trapezoid rx was returned for analysis. The product analysis found the side car rx was observed torn. The reported event of sheath break could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all available information, it was possible that the interaction of the guidewire on the procedure with the physician technique and the tutuosity of the procedure made the side rx tear at the distal section of the side car rx guidewire channel. Also, the side car rx was pushed back, likely due to the amount of force applied to the handle when trying to destroy the stone, and by this force applied, the working length tends to retract itself and therefore, push back the side car rx. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2026. During the procedure, it was reported that the catheter was disconnected "from the blood". The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of side car rx torn. Please see device analysis results for full investigation details.